Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient serum sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 0.991 miu/ml. The doctor questioned the result as it did not match the patient's clinical picture. The sample was repeated and the result was 934.0 miu/ml with flag. The sample was also repeated on another e411 analyzer and the result was 922 miu/ml. The repeat result of 934.0 miu/ml was deemed correct.

Manufacturer narrative:
The reagent lot number is 77493005 and the expiration date is 30-jun-2025. The customer stated that qc was acceptable prior to the event. The field service engineer (fse) performed mechanical checks, verified probe alignments, and performed a precision test successfully. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.